Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins setscrew was backed out too far. The ins was electrically ok. During analysis the setscrew was able to be tightened on to a known good lead.

Event description:
It was reported that the manufacturer representative gave a hospital personal an implantable neurostimulator (ins) from an implant case that was performed on (B)(6) 2014. They were told that the set screw would not tighten so a different ins was used. Additional information received reported that the set screw would not set. There was no patient death and there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.